Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.